Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was returned with the filter partially deployed from the storage tube. Therefore, the investigation is confirmed for partial deployment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model dl900f filter partially deployed. It was reported that another filter was used to complete the procedure. This report was received from one source. This event did not involve a patient as there was no patient contact.